Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder procedure, the pressure of the dyonics 25 inflow/outflow tube was over 400. The procedure was completed without surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device noted that the cassette is missing one transducer membrane. A functional evaluation was performed after a transducer membrane was installed and the device performed as expected. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Corrected data: a1 should be read in blank.